Event description:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray catalog # 141232 lot # unknown, van ps open intl fem-rt 62.5 catalog # 183106 lot # unknown, vngd ps tib brg 14x63/67mm catalog # 183624 lot # unknown, series a pat thn 28 3 peg catalog # 184782 lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00800. 0001825034-2020-00801. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of femoral and tibial prosthesis. Attempt for further information has been made, but no further information has been provided.